Event description:
During a bowel resection the silastic ring from a trocar was found in the pt's abdominal cavity around the loop of the jejunum. This silastic ring was form a trocar used in a previous laparoscopy done approx one year ago. The ring is normally inside the trocar housing and it is around the portion of the housing which the flapper valve shuts down onto the prevent it from leaking. The pt's jejunum worked its way through this ring over a period of time. Approx 60 cm of small bowel had to be removed. This pt was in critical shape when arriving at the hospital. The rep called with the name of the surgeon who performed the original procedure of a diagnostic laparoscopic oopherectomy at surgery center.